Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced elevated blood glucose readings up to 191 mg/dl overnight and in the morning and requested guidance on lowering glucose; the pump was reported to be operating within range with brief communication interruptions, and the medical device problem and device component details provided were insufficient. Symptoms include hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.